Manufacturer narrative:
H.6 investigation summary: mgit 960 supplement kit batch 2293457 is composed of mgit panta batch 2293358 and mgit 960 growth supplement batch 2293451. The batch history record review for mgit 960 supplement kit batch 2293457 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 2293358 and mgit 960 growth supplement batch 2293451 were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 2293358 (10 vials) were available for inspection and growth supplement batch 2293451 (6 vials) were available for inspection. No media defects were observed in 16/16 retention vials. For further investigation two panta vials from batch 2293358 was reconstituted with two growth supplement vials from batch 2293451. One panta vial reconstituted with supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. No photos were received to assist with the investigation. No returns were received for the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination issues. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: I would like to alert you to the presence of a "fungus" during the reconstitution of the growth supplement reagent lot 2293451, exp 19 04 2024 in the mgitt panta supplement tube lot b2293358, expiration 19 04 2024, received on april 13, 2023.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: I would like to alert you to the presence of a "fungus" during the reconstitution of the growth supplement reagent lot 2293451 exp 19-04-2024 in the mgitt panta supplement tube lot b2293358 expiration 19-04-2024 received on april 13, 2023.